Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having load issues and received a minimum fill notification while reloading a cartridge with insulin. Cold insulin had been used. Customer to load a new cartridge when insulin reaches room temperature . There was no impact to the customer's blood glucose level.

Manufacturer narrative:
(B)(4). The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge.